Event description:
The customer received a blood glucose reading of 300mg/dl on the breeze2, re-tested on the contour next ez and the reading was 124mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any strips left. A new meter was sent to the customer.